Manufacturer narrative:
Three sections have been updated to reflect additional information received for this reported event. A section has been updated to reflect corrected date for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence to determine a potential related lot. Visual inspection and simulated testing was performed on four tubing sets of a reserve sample device from one potential related lot. The test was completed successfully without failures. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported pain during drains. The patient also reported recent catheter surgery. Follow up was made to the patient's peritoneal dialysis nurse who reported the pain was due to peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2016 and the culture results are still pending. The patient was treated with vancomycin (dosage and dates not provided). The cause of the infection was unknown. The patient was not hospitalized for the event; they were treated in clinic.